Event description:
It was learned through implant patient registry and investigation that a 27mm 7300tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of 6 years, 11 months due to stenosis. The patient presented with heart failure, shortness of breath and lightheadedness. Tmvr was completed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including chronic kidney disease. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 27mm 7300tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of 6 years, 11 months due to unknown reason. Tmvr was completed with a 29mm 9755rsl transcatheter valve.